Manufacturer narrative:
(B)(4).

Event description:
It was reported that gaps in readings occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause could not be determined. The reported event of gaps in readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.